Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a rebel stent delivery system (sds). There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded and deflated when received. Microscopic examination presented no damage or irregularities to the balloon. There were numerous kinks throughout the hypotube of the device. The shaft was necked in multiple locations. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The device maintained rbp and was deflated by applying negative pressure with the inflation device. The device deflated in 1 second. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the obtuse marginal (om) artery. A 24 x 3.50 rebel stent was deployed. However, it was noted that the balloon would not deflate. The device and everything else were pulled out from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon failed to deflate. The target lesion was located in the obtuse marginal (om) artery. A 24 x 3.50 rebel stent was deployed. However, it was noted that the balloon would not deflate. The device and everything else were pulled out from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.